Event description:
Clinical study. It was reported that 284 days after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention (tvr). Lesion 1 was a 3.6mm, 90% stenosed portion of the proximal right coronary artery (prox rca). The physician treated the lesion w/ predilatation and successful placement of a taxus express2 8.8% 3.00x16mm drug eluting stent in the target lesion. Lesion 2 was a 3.0mm, 80% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion w/ predilatation and successful placement of a taxus express2 8.8% 3.00x12mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. 284 days after the intial procedure the pt required a tvr. The physician successfully placed a johnson & johnson cypher stent in the prox lad to treat in-stent restenosis. In the opinion of the physician the relationship of the tvr to the taxus stent is probable and there was proximal edge restenosis.